Manufacturer narrative:
Olympus was requested to perform a physical inspection of the bronchoscope on-site at the hospital. The hospital had informed olympus that the biopsy channel on the bronchoscope had been replaced by a third party, non-olympus repair company on (B)(4) 2007. In order to replace the biopsy channel, the third party would have needed to partially disassemble the device to remove the biopsy port and/or replace other parts. Per the hospital's request, olympus conducted a very limited physical inspection of the bronchoscope, confirmed the loose biopsy port assembly and found non-olympus parts and repair, including but not limited to, the bending section and the insertion tube. Dents were found on the insertion tube, which can restrict the passage of cleaning brushes, and a restriction was noted during this inspection. Olympus has requested that the scope be returned to olympus for a more in-depth inspection; the hospital has not agreed to do so at this time. While the cause of this adverse event cannot be determined based upon the limited information provided to date by the hospital or the limited physical inspection conducted, the use of non-olympus repair and parts for the bronchoscope or other factors may have caused or contributed to this reported contamination report.

Event description:
Oca undertook a retrospective review of its MDR files for the period of january 2005 to april 2015. Based upon this review, we are submitting this MDR to separately account for each of the thirteen patients involved in this event. The hospital reported that positive culture results were obtained from the bronchoscope and that the hospital had thirteen patients that may have experienced possible bacterial lung infection with pseudomonas putida and pseudomonas aeruginosa. The hospital also indicated that some patients have tested positive for stenotrophomonas maltophilias. The hospital reported that the biopsy port on the bronchoscope was loose and could be twisted off the bronchoscope by medical staff. The hospital is investigating the role of the bronchoscope in this event. The hospital has reported the patients were administered prophylactic antibiotics. The hospital has notified the potentially infected patients by letter for surveillance and follow-up testing. In addition, the facility reported two olympus bronchoscopes (model# bf-160) that may have caused or contributed to the reported patient infections; however, it is unknown which device was used to examine the thirteen patients. The serial numbers of the bronchoscopes are (B)(4). Please cross reference MFR. Report numbers: 8010047-2008-00088, 8010047-2008-00089, 2951238-2016-00099, 2951238-2016-00100, 2951238-2016-00101, 2951238-2016-00102, 2951238-2016-00103, 2951238-2016-00104, 2951238-2016-00105, 2951238-2016-00106, 2951238-2016-00107, and 2951238-2016-00109 to account for the thirteen patients as referenced in the original report. The initial two reports will be supplemented to cross reference the thirteen associated infection complaints: 8010047-2008-00088 and 8010047-2008-00089.